Event description:
It was reported that "allegedly the blade didn't retract. Patient is deceased following bleeding two days after the surgery.

Manufacturer narrative:
This device is a fixed blade obturator with shield deployment. No product was returned for examination or confirmation of the reported defect. It was reported that after the surgeon penetrated the abdominal wall, damage was done to the iliac artery. A vascular surgeon was called in to repair the damage. Two days post operatively, the patient reportedly died due to blood loss. The manufacturing of this device was made to specification. These devices are 100% tested for shield deployment during manufacturing. A 24 month review of the customer complaint database shows no similar complaints reported. The device for use states the cautions for use of the device. (See attached dfu) we are considering this complaint complete and closed.